Event description:
Home patient (hp) contacted largo's technical service center (tsc) for an inquiry regarding low drain volume in their initial drain. During the troubleshooting session, hp complained of sharp pains in home patient's shoulders. When asked if hp remembered to make sure the patient line primed completely, they replied "no". Hp does regularly receive patient extension lines, however, the company is unsure whether or not they are used during home patient's treatment. Hp then continued on with their treatment despite the pain. After treatment was completed, hp contacted home patient's nurse (rn), who confirmed that it appeared hp had discomfort due to excess air. Hp reports that the air dissipated. No medical intervention was performed as a result of this issue, per hp.